Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer was not able to evaluate or repair the device as the customer opted not to have the device repaired. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not turning on. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.